Manufacturer narrative:
Blocks b5 and h10 have been updated based on the additional information received on july 12, 2024. Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial covered distal release stent was to be implanted in the left bronchus to treat a left bronchial stenosis during a tracheal stent placement procedure performed on (B)(6) 2023. The patient's anatomy was dilated prior to stent placement. During the procedure, the stent did not fully release from the delivery system due to a knot in the distal binding wire. The device was removed, and the procedure was not completed. There were no patient complications reported as a result of this event and the patient condition after the procedure was reported to be stable. Note: per review of the photo provided by the complainant, it was noted that the shaft was kinked. Additional information received on july 12, 2024. Note: it was reported that manufacturer report # 3005099803-2024-03457 is a duplicate report to manufacturer report # 3005099803-2024-00162.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial covered distal release stent was to be implanted in the left bronchus to treat a left bronchial stenosis during a tracheal stent placement procedure performed on (B)(6) 2023. The patient's anatomy was dilated prior to stent placement. During the procedure, the stent did not fully release from the delivery system due to a knot in the distal binding wire. The device was removed, and the procedure was not completed. There were no patient complications reported as a result of this event and the patient condition after the procedure was reported to be stable. Note: per review of the photo provided by the complainant, it was noted that the shaft was kinked.